Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported to olympus that the bakelite was broken off the resection sheath. There were no reports of patient harm.

Manufacturer narrative:
The field e4 was marked unintentionally, and that should be remain as blank. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is most probably induced by thermo-mechanical fatigue. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.